Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded normal limits, as indicated by a "high" reading on the monitor, although the specific value was not known. In response to the high blood glucose levels, the customer administered a correction bolus using the pump and resumed insulin to resolve the issue.